Manufacturer narrative:
The suspect medical device was not returned for evaluation. The device was discarded at the account. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints with this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during an endovascular procedure, the tip of the diagnostic catheter detached.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.